Event description:
Report received of an undocumented number of undocumented tubing disconnections over the past year. No specific patient information was provided. The customer provided a general report of multiple incidents where the sets were noted to be disconnected at the transducer site. It was reported that the disconnections were noted at either the proximal or distal transducer connection site. It was unknown to the reporter whether or not the option-lock was used. There have been several incidents of bleed back and blood loss, but no hemodynamic deficits have been reported. There have been no reported adverse patient effects. Additional information was requested, but no further information was provided.